Event description:
It was reported that customer experienced a continuous glucose monitor error related to sensor use. There was no reported impact to the customer¿s blood glucose level. Customer contacted technical support, received pump reset instructions, completed pump reset with assistance, confirmed error did not recur, and successfully started new sensor session.